Event description:
International distributor contacted dexcom technical support on behalf of patient on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. International distributor reported patient was experiencing some pain at site of insertion. International distributor did not report any further injury or medical intervention at the time of contact with dexcom technical support.